Event description:
Catheter began showing blood coming back; when catheter was withdrawn over a .014 wire, the shaft separated at the midpoint. The distal catheter and balloon had to be manually withdrawn. The md reported no resistance at any point while manipulating the catheter.